Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were bending over and felt what was described as a rip or tear about a week ago and stimulation did not function after that. The patient had lost stimulation feeling in her painful area. Upon interrogating the device the 8-15 lead showed high impedances while the 0-7 lead was normal. The patient also noted feeling stimulation in a different area than before. The healthcare professional (hcp) used fluoroscopy and found that both leads migrated and one also appeared to be fractured. The hcp was planning a removal of the entire system followed by the reimplantation of a fully MRI safe system. The surgery had not yet been scheduled and the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.